Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Placement difficulty was experienced during efforts to position the lead in the desired location. The physician elected to remove the lead from the patient's body and try a different location; however, the helix could not be retracted. Extensive troubleshooting was performed, and the lead could not be advanced. Traction with distal stylet was applied with the catheter advanced into the septum. The helix could be extended slightly with traction, but the helix broke, and a portion remained in the patient. The procedure was aborted as the desired lead position could not be obtained. The patient was in the care of the physician and no adverse patient effects were reported. The physician inquired if this patient would be safe to undergo a medical resonance imaging (MRI) if needed in the future. A boston scientific technical services consultant documented and discussed the reported clinical observations.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Placement difficulty was experienced during efforts to position the lead in the desired location. The physician elected to remove the lead from the patient's body and try a different location; however, the helix could not be retracted. Extensive troubleshooting was performed, and the lead could not be advanced. Traction with distal stylet was applied with the catheter advanced into the septum. The helix could be extended slightly with traction, but the helix broke and a portion remained in the patient. The procedure was aborted as the desired lead position could not be obtained. The patient was in the care of the physician and no adverse patient effects were reported. The physician inquired if this patient would be safe to undergo a medical resonance imaging (MRI) if needed in the future. A boston scientific technical services consultant documented and discussed the reported clinical observations.